Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a replacement patient circuit order pn (B)(4). This is a known issue that has been address with an internal action so no further evaluation is necessary.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that when they placed the patient on the vent they noticed that humidity was not being produced. They quickly switched the patient to this vent. And there was no patient compromise.